Manufacturer narrative:
The information related damage on insulin pump which was not available with initial report. The corrected information has been provided in section b5 with this report.

Event description:
The customer reported via phone call that the insulin pump was dropped on the floor then display was flashing and beeped constantly. The customer¿s blood glucose level was unknown. The customer also reported that the metal piece in the battery cap cover was loose. It was also stated that customer was not using insulin pump anymore. The customer was advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the battery cap cover got loose. The customer was assisted with troubleshooting. Customer was hospitalized not because of high blood sugar but on the advised of the previous technician to go to the emergency room. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Unable to verify battery cap damage due to pump received without the original battery cap. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.